Event description:
A customer contacted baxter's technical service center regarding a home choice (hc) cassette that would not connect to a transfer set, which occurred during use. The technical service representative (tsr) assisted the home patient (hp) as the nurse (rn) stated that when they went to connect the patient line to the transfer set that it would twist to connect, but the two connectors kept twisting and didn't stop. The tsr had the rn start over with all new supplies. The patient was involved, but there was no patient injury or medical intervention reported. Baxter contacted the nurse on (B)(6) 2011. The nurse stated the following: the transfer set was fine as a new cassette was used and it threaded properly. The nurse was not sure if a sample or lot number was available and advised baxter to contact the patient. There was no patient injury or medical intervention reported. Baxter contacted the caregiver on (B)(6) 2011. The caregiver stated the following: the transfer set was fine and it seemed to be just that one cassette as the rest from the box worked fine. The sample was discarded and a companion and lot number were not available as the rest of the box was used for therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The lot number was not provided; therefore, a batch review cannot be conducted. Baxter will continue to monitor similar reports to determine if further actions are required.